Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.4; lab: 2.09. Received qc1h errors on first 3 attempts.

Manufacturer narrative:
Investigation pending.